Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20441524, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20616360, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. It is indicated that the ipg and leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing overstimulation. X-ray was taken and showed that one of the leads had migrated. The physician believed that lead migration was the cause of overstimulation. The patient underwent an explant procedure and was doing well postoperatively.